Event description:
This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the (B)(4) (tempus pro patient monitor) indicating that the device turns off randomly. The patient was not involved.the device was returned to philips for bench repair. The bench engineer tested and soak tested the device. Unit passed all the tests. The analysis of the log files did not show any malfunction. The unit was returned to the customer site. The customer was advised to replace the cable. Based on the information available and the testing conducted, the cause of the reported problem was not established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.